Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During the firmware upgrade, the device went to backup bvvi. A device download was performed successfully. The device was restored to the old firmware. The patient was stable.